Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra smart meter had a damaged display. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient alleged seeing weired letters and numbers on the lfs meter display. He said the product issue started the day prior at 9:00 am. He denied any meter trauma. As a result of the issue, the patient said he took less food/drink. Information was not provided as to whether the patient took insulin the same day; he is noted to be a self-adjusting insulin user. Four or five hours after the alleged issue, the patient said he had blurred vision and frequent urination. He denied receiving treatment. The patient's products were replaced. This complaint is reported because the patient alleges that his lfs meter display is damaged. He claimed to have blurred vision and frequent urination several hours after the issue started. His symptoms are suggestive of hyperglycemia, although it is not clear how the patient would have become hyperglycemic by taking less food.